Event description:
About an hour after beginning a hemofiltration treatment for a patient with acute kidney failure the tubing and filter circuit began to clot and the operator decided to replace the set. When the new set was installed the accura hemofiltration instrument would not pass the self-test. Due to difficulties restarting the instrument the pt was disconnected for about two and a half hours. When the difficulties were resolved the patient was reconnected and the treatment continued with hemofiltration and fluid replacement. The center staff has reported that the patient expired later in the day but the association of the patient expiration and the treatment has not been made clear.